Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that after completing trace registration on a case, the registration points appeared on the back of the patient's scan. Their registration error was 3.4, units not provided. No known impact to patient outcome. There was a less than one hour surgical delay. Troubleshooting was performed, the can the site was working with only reached from the patient's upper lip to about half an inch above the eyebrows. The site tried turning three point touch on, but the system placed the tip of the nose point on the patient's forehead. The site turned three point touch off and generate their own points on the nose, forehead, and by the ear canal. The site managed to get the registration error down to 2.0, units not provided, which was good enough for the surgeon to continue the case. Issue resolved on call. No further information available.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed. There were 2 application logs present for the issue date. Both the sessions captured that the site tried to attempt multiple trace registration where few were successful and few were unsuccessful due to accuracy metric was more than > 5mm and one unsuccessful touch registration were observed. The archive was reviewed. The archive had 2 CT exams. One is CT-1 axial with 104 slices (spacing and thickness(1.00 mm)) and the other one is CT-2 soft tissue with 104 slices (spacing and thickness(1.00 mm)). The site tried registration attempts on both the scans but the scans regions were less as the 3d model was chopped from top and bottom and it was having only from the upper lip to just above the eyebrow. The analyst observed that the traced pattern where many points were overlapping each other and under the skin as well might be due to pressure that got applied and so many points were in red color in the air. The analyst suspected the issue was due to the poor 3d model or poor scans and the poor trace registration pattern caused the reported issue. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.I